Manufacturer narrative:
The reported event of unable to adjust the pca rate file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. An investigation can¿t be performed using the attached pictures alone. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference : (B)(4). There was no report of patient involvement.

Event description:
The customer reported that while the nurse was programming a midazolam infusion using an alaris pca pump module the device would not allow the rn to adjust the infusion rate. The customer states that they normally use a pca module to infuse midazolam at a concentration of 55mg/55ml, however, the device would not allow the rn to program the infusion rate faster than 20mg/hour, despite the fact that there was no "hard max" rate in the midazolam entry. The clinical consultant practice team was asked to review the event and found that the device was operating as designed and was implementing the 35% rule which is hard coded into the pca device software. It is called the pca volume check rule and prevents large doses to be infused over a short period of time as an additional safety feature for narcotic infusions. The 35% rule is in reference to 35% of the volume of the syringe. For example, if you load a 60ml syringe, the device will only allow 20.9ml or 35% of that volume to be infused in a short duration. The bd pharmacy consultant also reviewed the event stating that the device was operating as intended and that resolutions to this issue in the context of clinical need are typically operational in nature and suggested considering more concentrated solutions or larger capacity syringes when possible. The bd pharmacist further stated that the lvp module or traditional syringe module does not have the 35% rule restriction, but also acknowledges that this solution may not be a desirable option if the concern is drug product diversion and security. There was no report of patient involvement.